Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a stenting procedure. According to the complainant, resistance was felt when the suture was retracted to release the stent. The suture broke, and the stent could not be fully deployed. The procedure was completed with another ultraflex covered ng esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(Partial deployment). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.